Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and is suspected to have loss of capture. Boston scientific technical services (ts) recommended bringing in the patient for evaluation. Lead remains in service. No adverse patient effects were reported.